Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of over 600 mg/dl. The customer was not eating much, watching his diet and still the blood glucose level was not going down. The customer was treated with fluid shots. The customer¿s insulin pump was replaced due to button error. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.